Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was bumped and the holser broke. The customer was trying to lock the reservoir into place and it will not lock. The customer's blood glucose was unknown at the time of incident. The customer was not aware that a piece of the pump came off when they bumped it. The pump will be returned.